Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the fibre bonding (distal end) is damaged, the video cable is broken, and the stripes in image occur due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the distal end is damaged, the video cable is broken and stripes in the image occur. There was no patient involvement.